Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the catheter was partially explanted. Additional information was received from the manufacturer representative (rep). It was reported that they were unable to aspirate the catheter during a routine pump replacement. The explanted catheter was requested but the facility discarded the removed catheter.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2019, UDI#: 00643169783027 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.